Event description:
The autopulse nxt platform (B)(6) was used to resuscitate a patient in cardiac arrest. A fully charged nxt battery (B)(6) was installed. When the crew attempted to use the platform, the band tightened, performed one compression, and then stopped. The battery charge indicator started flashing, indicating that the battery has 10% or less remaining charge. The battery was replaced with another nxt battery (B)(6), which lasted 10-12 minutes. Another nxt battery (B)(6) was then used, lasting for 10-12 minutes as well. The crew switched to manual CPR to continue the resuscitation. There were no adverse effects on the patient, and the transport was successful. The customer stated that there were no issues with the nxt platform itself.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the fully charged nxt battery (B)(6) lasted 10-12 minutes of compressions was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing, and the nxt battery functioned as intended. The battery successfully charges in a test nxt battery charger. Four steady green lights were lit after charging. The battery was tested in an nxt platform for 32 minutes and functioned as intended. No errors or discrepancies were noted in the archive data.